Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a dark grey film came from the tubing. The blood glucose reading was not known. It was also reported that there was a smell of burning at the time of the discoloration. The issue had occurred before but this time the discoloration did not follow the flow of insulin but stayed in one section. Nothing further was reported.